Manufacturer narrative:
UDI: ((B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pinnacle screw head broke off upon insertion.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient x-ray confirms the reported screw fracture in-vivo. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.